Event description:
It was reported by the rep that the device was used during an unk procedure. The device misfired. No other info is available. Another device was used to complete the cause. There was no adverse consequence to the pt. One device is being returned.

Manufacturer narrative:
Date sent: 10/10/2008. Jaw. Evaluation summary: the analysis results found that the el5ml device was returned with the jaw ramp broken off from the left side. The device was cycled and ejected the remaining clips due to the returned condition. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.